Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the crem module, and calibrated the lamp and cup to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode appears to be the creatinine module and replacement of the module resolved the issue. Results: creatinine module.

Event description:
The customer reported on (B)(4) 2013 that the stir bar in the creatinine cup module of the unicel dxc 880i synchron access clinical system was not turning. Upon follow-up by a beckman coulter cts (customer technical support) on (B)(4) 2013, the customer stated that two (2) false high crem (modular creatinine) results were generated and reported outside of the laboratory. The customer repeated the patient samples on an alternate dxc instrument and issued amended reports. There was no change or affect to patient treatment in connection with this event. Level 3 qc (quality control) results exhibited imprecision. No other chemistries were affected during this event.